Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a month after the dental implant was placed in ada site 11, the implant had not yet achieved osseointegration. Clinician reports inadequate bone density, inflammation and bone resorption. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a month after the dental implant was placed in ada site 11, the implant had not yet achieved osseointegration. Clinician reports inadequate bone density, inflammation and bone resorption. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.